Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had been back in touch to state their new replacement order was exactly the same as d236914s-all 8" (lot# nghn4359) instead of the usual 11-and all had the same lot number as stock we had issues with last month (lot# nghn4359). It was stated that they had checked the stock on shelves and that it was all the same issue and lot number. It was also stated that they had checked the new order of 12ch d236912s they have in stock, and they were also 8" instead of the usual 11 (lot# nghn4359)". Per additional information via email from ibc on (B)(6) 2023, it was stated that the all of the same lot. Number so 12 catheters in total. The patient had the same issue in (B)(6) with all 12 catheters being affected also. In total all 24 catheters had been the same lot number. It was also stated that the our stock of 12ch have the same issue also and not sure if the lot number was the same on those.

Event description:
It was reported that the patient had been back in touch to state their new replacement order was exactly the same as d236914s-all 8" (lot# nghn4359) instead of the usual 11-and all had the same lot number as stock we had issues with last month (lot #nghn4359). It was stated that they had checked the stock on shelves and that it was all the same issue and lot number. It was also stated that they had checked the new order of 12ch d236912s they have in stock, and they were also 8" instead of the usual 11 (lot #nghn4359)". Per additional information via email from ibc on 02aug2023, it was stated that the all of the same lot. Number so 12 catheters in total. The patient had the same issue in june with all 12 catheters being affected also. In total all 24 catheters had been the same lot number. It was also stated that the our stock of 12ch have the same issue also and not sure if the lot number was the same on those.

Manufacturer narrative:
The reported event is confirmed product transfer issue. Visual evaluation of the returned sample noted one opened (without original packaging), used bardex i.c. Aquafill foley catheter. Visual inspection of the sample noted that the foley catheter measured (11"). Based on evaluation, it was confirmed that 11¿ female foley catheters are being produced as 8¿ regular length female foley catheters. This complaint is confirmed product transfer issue. There are two primary root causes. There is not a clear template or guidance document in the corporate or local procedures for what a gap assessment should look like and/or include. The gap assessment only indicated ¿female short catheters¿. It did not have the resolution of 8¿ or 11¿ length catheters or the fms/mps and drawings of the formers or catheters to enable understanding of the length. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.